Manufacturer narrative:
No button error alarms were noted. Act button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm from his insulin pump during a bolus. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.